Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken by emergency medical technician (emt) to the emergency room, and subsequently hospitalized due to an elevated blood glucose level of approximately 580 mg/dl with high ketones. Customer was treated with an insulin and fluid drip, and was released from hospital the same day. Reportedly, the pump ran out of insulin, and tandem technical support (cts) could not confirm if this was due to normal usage. Cts checked t:connect and was able to verify that cartridge ran out of insulin and customer did not change the cartridge until the following day. Customer was released from the hospital with no permanent damage.